Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise, and the right ventricular (rv) lead exhibited high impedances and a possible fracture. The lead was explanted and replaced. During the replacement procedure, the new rv lead was initially placed and exhibited a loss of capture at high levels and high impedances. It was suspected that the lead had fractured as blood was observed in the lumen, which led to the severe placement difficulty. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead became ex trinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/ stretching/overstress. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet stuck in the lumen. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned stretched with distal conductor distorted causing the stylet stuck in lead and could not be removed. The blood in lead on the distal conductor was observed, it most likely entered though the df-4 pin. No insulation breach or conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.